Manufacturer narrative:
H.6. Investigation: no photos or samples were received for evaluation. Since no samples displaying the reported condition were received a potential root cause could not be defined and no corrective actions are necessary at this time. DHR was performed. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect.

Event description:
It was reported that the bd syringe luer-lok¿ tip leaked cytostatic medication past the plunger during use. The following information was provided by the initial reporter, translated from spanish to english: "I am contacting you, in relation to the issue that you have already commented on the recurrent incidence that we are having with syringes for use in preparing cytostatics, and where different medications have been implicated. The problem continues as some fail. It is not a single batch, but we have been able to verify the failure in different batches. In all cases, the problem is the same: the content of the syringe leaks out the back of the plunger, leading to a spill and loss of medication. In many cases it has involved the production of the preparation again since it is not possible to calculate the part lost in the spill. Most of the time it has involved the 50cc syringe, although other sizes like the 1ml one have also been affected. It should be said that this is only a sampling of cases, since there have really been more cases than we can report here."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd syringe luer-lok¿ tip leaked cytostatic medication past the plunger during use. The following information was provided by the initial reporter, translated from spanish to english: "I am contacting you, in relation to the issue that you have already commented on the recurrent incidence that we are having with syringes for use in preparing cytostatics, and where different medications have been implicated. The problem continues as some fail. It is not a single batch, but we have been able to verify the failure in different batches. In all cases, the problem is the same: the content of the syringe leaks out the back of the plunger, leading to a spill and loss of medication. In many cases it has involved the production of the preparation again since it is not possible to calculate the part lost in the spill. Most of the time it has involved the 50cc syringe, although other sizes like the 1ml one have also been affected. It should be said that this is only a sampling of cases, since there have really been more cases than we can report here."